Event description:
N/a

Event description:
It was reported that the distributor's field service engineer (fse) observed an "iabp may require maintenance" message as soon as the cardiosave intra-aortic balloon pump (iabp) was turned on. When the fse turned the iabp unit off, then back on, the iabp unit generated a power-up test fails code #14 message. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. The scroll compressor was replaced. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Manufacturer narrative:
The iabp unit involved in this event was reported to have been shipped back to getinge for testing. Additional information has been requested, and will be reported accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that the distributor's field service engineer (fse) observed an "iabp may require maintenance" message as soon as the cardiosave intra-aortic balloon pump (iabp) was turned on. When the fse turned the iabp unit off, then back on, the iabp unit generated a power-up test fails code #14 message. There was no patient involvement, and no adverse event reported.